Manufacturer narrative:
The complaint is deemed as confirmed visual inspection revealed the bloodline combi set has a crack on the injection site from the arterial line and consequently leaked. An investigation of the device manufacturing records was also conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Event description:
A hemodialysis inpatient user facility reported during treatment a blood leak occurred. The leak was visually observed a small hole near the arterial port where the post bun is taken and also a small crack behind the same port. Estimated blood loss was 250ml. The patient had no adverse effects and no medical intervention was required. The patient completed treatment with a new set-up. Sample has been requested.